Event description:
Following arthoscopy it was noted that the patient had several 2 degree burns in the area of the grounding pad placement. In addition to the valley lab grounding pad, a linnatec-concept artroscopy model 9700 electrosurgical generator was being used. Contacted manufacturer representativedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: electrical problem, none or unknown, none or unknown, electrode. Conclusion: no data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service. The device was destroyed/disposed of.